Event description:
The customer provided the falsely depressed calcium_2 (ca_2) results and the repeat results for multiple patient samples.

Manufacturer narrative:
Siemens filed the initial MDR, with the FDA on 27-sep-2024. Additional information (07-oct-2024): the customer provided the data for multiple patient samples and sections a1, b5 and b6 were updated to document the calcium_2 results provided by the customer. Siemens determined the actions performed by the cse returned the instrument to normal operation. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that falsely depressed calcium_2 (ca_2) results were generated for multiple patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned the results. The customer indicated that they needed to repeat 100 samples. The samples were repeated on an alternate instrument. The customer did not provide any further information nor specific examples of erroneous results. There are no known reports of patient intervention or adverse health consequences due to the erroneous results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). The customer reported that falsely depressed calcium (ca_2) results were generated for multiple patient samples on an atellica ch 930 analyzer. Quality controls (qc) were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse determined the dilution washer 1 tubing was partially clogged. Next, the cse flushed the dilution washer 1 tubing and replaced the reaction washer 3 valve and valves 27 and 28. Then, the cse performed a successful autocheck and exited diagnostics. After that, the customer processed qc and ran precision samples. In a subsequent visit, the cse entered diagnostics and ran an autocheck successfully. Additionally, the customer ran qc and performed a correlation study with an alternate instrument, which resulted acceptably. The customer has been running qc every 4 hours and the results recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.